Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-07266. The pt received two leads with the same lot number. It was reported the pt had not recharged the ipg for over a year due to insufficient pain relief. The pt reported she did not receive stimulation to the correct areas. The pt reported the ipg would not communicate with external devices. The pt stated she did not want follow up and did not intend to undertake any intervention to address the issues.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.